Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor had blood/fluid obstruction. There was blood/body fluid on several conductors (not obstructed), all insulators breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism. Damaged at implant. Stylet test failed due to big amount of dried blood in the distal conductor. Lead was returned with fully extended and bent helix. The device is part of the advisory for this model.

Event description:
It was reported that upon implant attempt the helix of the lead would not extend a second time, when physician had repositioned the lead. Dr. Attempted to insert a different stylet but could not get it to advance into the lead. Lead insulation was cut in order to place a guidewire to ensure access for the replacement lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that upon implant attempt, the helix of the lead would not extend a second time, when physician had repositioned the lead. The physician attempted to insert a different stylet but could not get it to advance into the lead. Lead insulation was cut in order to place a guidewire to ensure access for the replacement lead. The lead was removed and replaced. No patient complications were reported as a result of this event.